Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, causing the pump to shut off. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. No information was provided on how customer addressed bg. The customer reverted to an alternate method of insulin therapy.